Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead triggered a warning for low impedance. The remote monitoring transmission electrogram showed oversensing. It was also noted that there have been false ventricular high rate episodes. Oversensing and inhibition were also noted during an office visit. The lead was capped and replaced. No patient complications have been reported as a result of this event.